Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver did not show readings for a period of time. No medical intervention was reported. Additional event or patient information is not available.